Event description:
The account alleged that the brakes are not holding on the foot end of the bed when the brake pedal is in the brake position. There were no injuries reported.

Manufacturer narrative:
Tech asked the account to check the foot end bake casters. No further info is available on the repair of the bed at this time.